Event description:
It was reported that the patient presented for a coronary artery bypass grafting (CABG) procedure. After the procedure, it was noted that the atrial leadless pacemaker (lp) failed to sense or capture. The lp was removed and replaced. The patient was discharged post procedure.